Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. Technical services (ts) reviewed the lead impedance trends and noted that the average impedance was approximately 50 ohms about two and a half years prior, followed by a gradual increase over time that eventually reached out-of-range values. Ts recommended performing an in-clinic lead evaluation. No adverse patient effects were reported. This rv lead remains in service.